Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 127 ohms. It was noted that there have been several shock impedance readings in the 120 ohm range. Boston scientific technical services (ts) provided guidance to the healthcare provider (hcp) that this is a single coil lead and it is not uncommon for the shock impedance to get into the 130 ohm range for this type of lead and still operate appropriately. Ts stated the concern is when the shock impedance gets to approximately 145 ohms and noted they could consider programming the high out of range shock impedance alert limit to 150 ohms and perform a commanded maximum energy shock test if the impedance reaches that limit. All other rv lead measurements are within normal limits and there is no evidence of noise on the pace and sense or shock channels. The hcp indicated they would discuss the issue with the physician. The lead remains in-service. There were no adverse patient effects.